Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 412 mg/dl. The customer also received a motor error alarm during a bolus and a no delivery alarm. He also reported that a while back the insulin pump did not rewind all the way. When he placed the reservoir in, felt resistance, and insulin shot out when he placed the reservoir in it. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.